Manufacturer narrative:
(B)(4). D10: 00875705201 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners 63187777. 00875101036 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell 63170433 65771101000 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset 63026858. 00801803602 femoral head sterile product do not resterilize 12/14 taper 63193583. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 63204286. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised eight (8) years post implantation due to pain. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.